Manufacturer narrative:
Concomitant medical products: 419478 lead implanted: (B)(6) 2011; dtba1d1 crt-d implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low tip to coil impedance. The rv lead alert was turned off and no reprogramming was required. The rv lead remains in use. No patient complications have been reported as a result of this event.